Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. The rhythm was detected in ventricular tachycardia (vt) zone with a rate of 189 beats per minute (bpm) and a single burst of atp was delivered to successfully convert the arrhythmia. It was also noted there was a gradual increase in the pacing impedance measurement on the right ventricular (rv) lead from 765 ohms to a high out-of-range measurement of 1,801 ohms over the past year. The impedance measurement at implant in 2016 was 750 ohms. The battery status was normal. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device and rv lead remain in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.